Event description:
Related manufacturer reference number 3006705815-2023-01053. It was reported that during an ipg replacement on (B)(6) 2023, imaging showed that the lead had migrated to t12. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.